Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6)2020 . Visual inspection confirmed that the tubing connector on the proximal end of the cassette module was snapped and broken. Liquid was visible on the cassette module, the tubing was completely separated from the cassette. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00065).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 10/13/2020, a distributor of infutronix reported an issue on behalf of an end user, "tubing had disconnected from the upstream side of the cassette. Rather than pulling out, it appears as though the white piece where the tubing connects to the cassette has broken." Device operator was a patient. A patient was involved, but not harmed. The contract manufacturer of the affected device is (B)(4).